Event description:
It was reported that the patient presented a remote transmission showing non-sustained right ventricular over-sensing due to post-paced t wave over-sensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicated that the device exhibited another occurrence of post-paced t-wave oversensing. Programming changes were discussed, but no changes have been made. No patient symptoms were reported.